Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
"It was reported that the patient had been diagnosed with low blood glucose levels. The patient's blood glucose levels went as low as 35 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include passing out . Once the ambulance arrived the patient was treated by the paramedics with a gel packet and the patient also had juice. The paramedics were on site for 45 minutes with the patient. The patient was not taken to the hospital.